Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer delivered a bolus via the pump and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 227 mg/dl.